Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call of high blood glucose of 475 mg/dl. Customer indicated that the infusion sets have fallen off due to swimming in a pool. Troubleshooting advised customer on alternate taping methods. Customer declined high blood glucose troubleshooting. No further details provided.